Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 5/5/2025 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal (female dog) underwent a mammectomy procedure in (B)(6) 2025 and suture was used. During skin suture, after two tissue passages and without exerting excessive pressure, the needle became detached from the thread. Another suture from the same batch was used: the needle pulled off under the same conditions after two or three passes through the skin. The surgery could be completed, using a new thread, without affecting the animal. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/24/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6. Component code: g07002 no device problem found. Additional information: d9, h3, h6. H3. Investigational summary: the product was returned to ethicon for evaluation. One paper lid, one detached needle and one suture piece were received for analysis. Product code f2415h. Upon visual assessment of the needle, the swage and attachment area were noted to be as expected. However, marks were noted on the body needle. The barrel hole was examined, and remnant of suture was observed. During the visual inspection of the suture piece, crimping marks were present near the swage area and the extremes appeared to be cut, likely caused by a surgical instrument. Additionally, body fluids were noted along the length of the suture. Due to the condition of the returned sample, no functional tests could be conducted. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.